Event description:
Reportedly, this device was explanted after a 59 month implantation due to dyspnea and abnormal inflammatory response. Unfortunately this patient expired some time after reoperation due to associated complications from operation, per physician.